Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that the phenomenon is lightning failure due to a defective front panel led (light-emitting diodes). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the high flow insufflation unit had some led (light-emitting diodes) of the digital numbers about flow on the front panel that were dim. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.